Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had poor coupling. Troubleshooting was done and the patient reported getting 6-8 bars and the issue was resolved. The patient mentioned that the healthcare professional put the implant in much deeper and the implant was harder to find and the other one was easy to find but this one was not. The patient stated he experienced post-surgical pain and it was the worst he ever felt. The patient noted that an infection occurred and he was taken back to the hospital. The indication for use was non-malignant pain.

Event description:
Additional information was received from a consumer. It was reported that a fall led to the coupling issue and infection. The steps taken to resolve were the implant was too shallow and was removed. Another ins was implanted several months later with great pain. The issue of the implant being deeper/harder to find has been resolved. The patient weight was reported. No further complications were reported.

Event description:
Additional information received from the consumer reported that the patient had been experiencing pain since he got his replacement implant put in because he was unable to charge the device. The consumer stated that the recharger was not working and had never worked. It was noted the patient had met with a manufacturer representative about the issue but there was a misunderstanding or something was not functioning properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.